Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues related to the adaptive stimulation settings. The patient reported pins and needles in their hands and feet due to the settings in program 4, which had been altered by a previous representative. The settings were subsequently reverted to their original state by a medtronic representative. The patient also noted that turning off the cycling while walking resulted in all intensity settings changing to 0, leading to a lack of stimulation. Despite manually adjusting the settings, the adaptive stimulation did not change with position changes. After charging the implant, the patient experienced significant pain and observed that the intensity settings had again reset to 0. Attempts to increase the intensity were made, but the position did not adjust properly. The adaptive stimulation only switched when the patient pressed check position or locked/unlocked the controller. Troubleshooting involved a conference call with a technical services agent, who recommended that the patient meet with the medtronic representative and have them contact technical services with the patient present to further address the issue. The resolution involved the medtronic representative resetting the adaptive stimulation function, adjusting the transition time, and setting amplitude levels for each position. The system was tested with both the tablet and the controller and was confirmed to be working as intended.